Manufacturer narrative:
H3: product#:8350322 lot#: pr15m008 visually confirmed part of the tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal devices used for unknown spinal therapy. It was reported while finishing a l5-s1 posterior spine revision case, hcp was using a t25 obturator with a self-retaining break off driver to tighten a set screw for a altus set screw when the head of the t25 obturator sheared off in the head of the altus set screw. The broken piece of the driver was stuck in the set screw and the hcp used a metal cutting burr to remove/drill out the broken piece of the driver from the set screw head. There was no injury to the patient. Altus instruments and implants were not available for this case. The doctor used medtronic instruments to remove the altus hardware and did not want to remove the existing altus hardware for fear of issues with the previous fusion. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the tip of the t25 set screw obturator driver broke in the head of the altus set screw while it was being tightened into the head of the pedicle screw. Preop diagnosis was back pain with 2 other previous fusions at l2-l3 and l4-l5. Medtronic solera pedicle screws implanted in s1 and connected to previous fusion at l5 altus pedicle screws using previous implanted altus set screws. The hcp did not want to remove previous l5 pedicle screws and wanted to connect the new. Medtronic pedicle screws at s1 with medtronic set screws and rods using existing altus set screws and pedicle screws to l5. Altus implants and instruments were not available for this case. The product only came in contact with the set screws and not the patient. No complications where caused due this incident. The doctor was able to us a metal cutting burr to drill out the broken piece. The only delay if the case was cause by attempts to remove the broken piece and set screw by the hcp. The procedure involved in the event was alif at l5-s1 anteriorly and l5-s1 posterior fusion. Additional information was received via manufacturer representative that the reported product was being used while the set screw was inside the patient.